Event description:
It was reported in 2007, the patient's pump "shut down." The patient was admitted to the hospital where she experienced seizures and high blood pressure. The patient was treated with oral morphine medication. The patient's pump was filled with saline in 2008. The patient reportedly "may have been too sick" to have the device removed. It is unknown if the device remains activated. The drug, dose, and concentration used in the pump were not reported. Additional info has been requested but was not available on the date of this report.